Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and condition of the subject device, the reported failure is believed to have been caused by a connection failure. Given the condition of the video connector socket during the device evaluation, it is likely the external stress damaged the connection point and produced the reported image failure. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the initial reporter confirming that this event took place during preparation for a urology procedure. According to the initial reporter, the procedure was able to be completed using the subject device without any reports of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. An intermittent contact failure was discovered between the scope and the video connector socket. Consequently, the unit was intermittently losing its image during operation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii video system center due to a contact failure issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the image was intermittently flickering. This report is being submitted to capture the flickering image found during the device evaluation.